Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio precision data provided by end user: 1st inr: 1.4, 2nd inr: 1.2, mean: 1.30, sd: 0.14, %cv: 10.88. Analysis of customer's data revealed that two out of four inratio and reference test result comparisons did not meet accuracy criteria. Repeated inratio test result comparison did meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Further investigation could not be performed since strip lot information was not provided by the customer. Per general description of complaint, patient is taking arythromycine, which is an antibiotic. Per product user guide, certain over-the-counter drugs and prescription medications may interfere with coagulation testing and may lead to unexpected or inaccurate inr results. Root cause of complaint could not be determined from the information provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 1.4; inr: 1.2. Patient's therapeutic range: 3.0-3.5 inr.